Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had keypad anomaly. The customer¿s blood glucose was 12 mmol/l. The customer stated that reported that numbers were not ramping on their own, the scroll bar was not moving with no input, there was no response from any button. The customer was also reported that insulin pump had frozen display. Insulin pump had pump error and not able to clear it. Customer was not able to clear the power loss alarm. The device will be returned for analysis.